Manufacturer narrative:
Additional information: a medtronic representative confirmed that the hospital staff rescheduled the surgery for another date.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Visual inspection found that two connectors on the cable were missing. Due to the missing connectors, functional and continuity testing could not be performed.

Manufacturer narrative:
Patient ID not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that communication could be established when establishing a connection through ethernet with the viewing station of the imaging system computer and the pleora. The interface (umbilical) cable was replaced in the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the viewing station of the imaging system and imaging system could not establish communication. An error message appeared on the viewing station of the imaging system stating that the image acquisition could not be performed and the imaging system entered standalone mode. The surgeon elected to discontinue with the procedure. There was a reported delay to the procedure of more than 1 hour due to this issue. No additional information was provided.